Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A surgeon reports an interruption to a refractive surgical procedure. There was a footpedal error at 77% completion and the only option forward was to abort the case. The retreatment was reloaded and initialized and the remaining portion of the case completed. The surgeon stated the procedure outcome was a poor result, 1 day post-op the pt's visual acuity was 6/7.5 (20/25). Add'l info has been requested.